Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, bad battery, weak battery, failed battery test or battery out limit alarms noted. The device had cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported that he is receiving low battery alerts after 3 days. Customer has used multiple batteries and has received failed battery alerts. Customer stated it never shows a full battery reading. Customer called back because the replacement battery cap did not resolve the issue. Customer also stated that the time/date month is incorrect because the alerts show november instead of december. Blood glucose value is 177 mg/dl. Nothing further reported.